Manufacturer narrative:
A ge oec service rep investigated the issue and re-calibrated the touchscreen and iris collimator. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 uroview fluoroscopy system was reported to have grainy images.